Event description:
It was reported that the patient's device was displaying the system hot error message and the device had shut down while at their mother's house. Patient did not have a backup device at the time of the event. As a result, the patient's oxygen levels went down and they were sent to the emergency room via an ambulance. The patient was given oxygen at the hospital and they stated they were not admitted for too long. Patient has since been released from the hospital and received their replacement device.

Manufacturer narrative:
B3: date of event is estimated. The unit was returned with a system hot complaint, which was confirmed during testing. The fan was misaligned and contacting the accumulator likely due to high-impact incident, possibly from the unit being dropped. Replaced fan mount.